Event description:
It was reported that about a month ago, the patient had an incident with their husband and the battery popped out of the pocket. It was noted that they were going to wait and see if the device scared into place where it is at and if it did not, then they may go back into surgery. It was noted that all the wires were fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).